Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was an electric shock from a battery charger, serial number: (B)(4). When commissioning the device and carrying out an electrical safety test, the operator received an electric shock from the case of the device. It was reported that the device was re-tested according to manufacturing it standards. This device had no it function and should at least conform to (B)(4) laboratory standard which specifies no greater than 50v on the case with the earth disconnected. It was reported that the charger was tested on the wrong category, which led to the shock, but there was no injury. Information was sent on how to test the charger correctly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that based on the complaint description the universal battery charger in question was tested according to the norms iec60601 and iec61010 with no earth connection, which caused an electric shock to the user. In this relation we would like to point out the battery charger in question is classified from synthes to be according to the norm iec60950. This classification is made as this type of battery charger is only permitted for storage and operation outside of the operation theatre and are therefore never in contact with a patient. The classification of this device was made together with the independent ul organization, which is specialized on safety science. This organization made also the independent certification of the battery charger according the norm iec60950. No product fault could be detected.